Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: ddbc3d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was allegedly chronotropically incompetent. The right atrial (ra) lead exhibited no capture at high output and had no sensing which resulting in the patient became symptomatic with physical activity. It was noted the lead was fully dislodged and floating in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.